Manufacturer narrative:
A review of the device history record for sn (B)(4) was performed from date of manufacture 07/21/2006 to the present date 10/22/2020 and confirmed that this device was not previously returned for servicing one time and there were no production failures indicated on the source device. The customer reported issue was confirmed. The device was repaired, passed all require testing and specifications and released back to the customer.

Event description:
It was reported that the device had been broken/ damaged. No patient involvement was reported.